Manufacturer narrative:
(B)(4).

Event description:
It was reported during a post operation follow-up, the right ventricular lead was found to be dislodged. The lead was explanted and replaced when the lead could not be fixed at the right position. The patient condition was good before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.